Event description:
It was reported that after a da vinci-assisted surgical procedure, a nurse called called during surgery to report c-34 errors on monopolar instrument, the monopolar scissors. Prior to call, caller already performed troubleshooting actions as replacing the monopolar cable between erbe and instrument, use other monopolar instrument, connect monopolar instrument to each of the 2 monopolar slots on the erbe. Caller also checked power cable of the erbe and restarted the erbe two times. Caller mentioned no error using bipolar instruments. Issue started with intermittent issue on monopolar energy because first firing was occurring properly but then impossible to use energy again. Caller mentioned that now issue is systematic on monopolar instrument despite troubleshooting actions. Technical support engineer (tse) checked logs and confirmed error c-34 and noticed error c-30 also. Caller mentioned that surgeon accepted to switch instrument and was completing the surgery as planned to use the vessel sealer instead of the monopolar scissors. Caller mentioned that energy was set to level 3 and mode is swift mode. Tse proposed to caller to try to use "classic coag" mode as a workaround. Due to delay of surgery caused by troubleshooting, caller was not willing to test this but agreed to mention it to the surgeon in case he would like to try again to use the monopolar scissors. The procedure was completed with no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that the procedure was completed robotically with a third party generator. Isi received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found during (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint regarding c-34 errors was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.